Manufacturer narrative:
It was reported that mesh was implanted to treat cystocele, rectocele and urethrocele with stress urinary incontinence. It was also reported that the patient underwent mesh revision and cystoscopy on (B)(6) 2012 due to exposed graft and scarification. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent vaginal sling revision, a&p repair, anterior colporrhaphy, partial vaginectomy, cystoscopy, and urethrolysis on (B)(6) 2014.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a surgical procedure to treat pelvic organ prolapse, cystocele and rectocele on (B)(6) 2009 and mesh was implanted. The patient experienced pain, multiple infections, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. The patient also experienced pain, extrusion, infection, bowel problems and vaginal scarring. The patient underwent mesh revision and cystoscopy on (B)(6) 2012 due to pelvic pain, exposed graft and vaginal scarification. No add'l info was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal atrophy, cystocele, and rectocele.

Manufacturer narrative:
Date sent to FDA: 03/03/2017.